Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery due to error code 47 and detachable batter,muffler assembly were replaced due to dirt dust contamination to address the issue.there were two errors (e-157 & e 47) found.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery due to error code 47 and detachable batter,muffler assembly were replaced due to dirt dust contamination to address the issue.there were two errors (e-157 & e 47) found.